Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that there was an issue with intermittent power. The reporter stated that there was a crack in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/12/2015 with the following findings: there were pump reboot events observed in the pump's black box. The battery cap could not tighten securely onto the pump and was not able to maintain an electrical connection. There was a crack along the battery compartment thread. There was another battery compartment crack from the case seal to the bumper pad. The battery cap threads were stripped. A test cap was used for a 24 hour duration test without any observed pump reboots. Unrelated to the power issues, the display screen was dim and discolored.